Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2005701: 120 items manufactured and released on (B)(6) 2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, 118 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 11 months after the primary, the patient came in reporting pain due to a loose patella and the cause of the loose patella is unknown. The surgeon revised the patella and the insert as per standard procedure. The surgery was completed successfully.